Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) levels ranged between 250 -350 mg/dl and manual injections were administered to address the bg levels. The occlusion alarm in the past was resolved by performed a complete supply change. A system check using the current supplies was performed and the pump performed as intended. No damage was noted to the cannula. Tandem technical support recommended the customer to use a new vial of insulin to rule out the insulin as the possible cause of the occlusion alarms. The customer was to perform a complete supply change loading a cartridge with insulin from a new vial.